Event description:
Customer called to report that his insulin pump was over delivering and he was hospitalized twice due to low blood glucose. The blood glucose reading was low at the time of admission. Customer stated that his bolus wizard settings were lower than what they should be and his insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.